Manufacturer narrative:
UDI corrected in d4. Updated as device not available for return.

Event description:
Per salesforce complaint ID: (B)(4), it was reported that: time of event: during preparation procedure information procedure date: asked, but not available as per account/customer. Procedure type: unknown what condition was the patient being treated for?: unknown what was the outcome of the procedure?: unknown clinical study information related to a clinical study?: no description of the event device issues or patient complications? Only device performance issue(s) description of the event: correct upn m001491380. Account requested to return for credit: (4) box of same lot number. What troubleshooting steps took place? Na what troubleshooting steps, if any, resolved the issue? What is the next course of action? Used different wire products product? Starter guidewire, 0.035"/180cm/j3 upn: 8749212 lot/serial number: (B)(6) was the device implanted or did an attempt to implant occur?: no failure modes related to this device include: break/fractured were the issues present upon opening the package?: no indicate any attached/related device(s): the account has requested to return for credit (4) boxes of this lot number. Gfe questions [starter guidewire, 0.035"/180cm/j3] what is the plan for this patient? (E.g. Monitor, planned intervention, etc.)

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return for further analysis.

Event description:
Per salesforce complaint ID: (B)(4), it was reported that: time of event: during preparation procedure information procedure date: asked, but not available as per account/customer. Procedure type: unknown what condition was the patient being treated for?: unknown what was the outcome of the procedure?: unknown clinical study information related to a clinical study?: no description of the event device issues or patient complications? Only device performance issue(s) description of the event: correct upn m001491380. Account requested to return for credit: (4) box of same lot number. What troubleshooting steps took place? Na what troubleshooting steps, if any, resolved the issue? What is the next course of action? Used different wire products product ? Starter guidewire, 0.035"/180cm/j3 upn: 8749212 lot/serial number: (B)(4) was the device implanted or did an attempt to implant occur?: no failure modes related to this device include: break/fractured were the issues present upon opening the package?: no indicate any attached/related device(s): the account has requested to return for credit (4) boxes of this lot number. Gfe questions [starter guidewire, 0.035"/180cm/j3] what is the plan for this patient? (E.g. Monitor, planned intervention, etc.)